Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain and skin discoloration at the evoke closed loop stimulator (cls) implant site and noted that the cls seemed to be superficially positioned. A revision procedure was performed to reposition the cls and resolve the reported event.